Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high reading issue with the adc freestyle libre sensor. It was reported the customer received an unspecified high sensor scan when compared to an hcp meter. It was further reported the customer experienced symptoms described as ¿drowsiness, hot sweat, seizure and a loss of consciousness¿. The customer was taken to the hospital where an unspecified low reading was obtained and was diagnosed with hypoglycemia. The customer has been in the hospital for a week and received unspecified treatment. No treatment details were provided. The customer was still hospitalized at the time of the report. There was no report of death or permanent injury associated with this event.